Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon doesn't typically employ buttressing material, so all reloads were naked. Two black reloads were fired on the stomach without incident. A blue reload was applied and the device was articulated to the left with the anvil on top of the stomach. During the firing sequence (approx ten second pre-compression time, and intermittent bursts of the trigger) everything seemed to function smoothly. As the stapler was removed, the tissue and staple line on the specimen side appeared normal. However, the tissue and staple line on the sleeve side didn't appear normal. Upon inspection of the staple line and the cartridge, it was apparent that only 1/4 of the staple line formed as expected; with only the outer row completing 60mm. In the other two rows of the cartridge, just the tips of the staples were protruding beyond the first 1/4 of the reload. If you look closely at the knife slot (near the point where the misfire began), you'll notice an area where a portion of blue plastic is missing, and some orange plastic (driver or sled) is exposed. After the case, the surgeon inspected the specimen and noticed that some of the first few staples didn't form well (which would have been on the side where all three rows appeared to fire normally). The issue appeared to be more related to the reload, but since we weren't sure, a new stapler was opened to complete the remaining three blue reloads without incident. The area in question was over sewn. Operative care was increased by fifteen to twenty minutes to over sew the one row of staples. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged cartridge, damaged one piece sled, damaged drivers. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. Was the instrument fired across or near an existing staple line or clip? Yes. Just for clarification, the device fully cut the target tissue and only deployed some staples as you have mentioned? Yes. What did the malformed staples look like (irregular shapes, legs straight)? They never formed. They stayed in their pockets. If any unexpected noises were heard, when were they heard? None. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Did the prolonged procedure clinically impact the patient or change the post-operative care? No. The analysis found that one device was returned in good visual condition and with an ecr60b reload loaded in the device. The reload was received with the right side fully fired, left side outer row fully fired and two left inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence it is believed the inner two rows of staples did not properly deploy and supports the event description. However, the photographs do not provide evidence relative to what may have caused the incomplete staple deployment.